Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 1/2in uf hub separated from the device. The following information was provided by the initial reporter : the consumer reported that the needle hub separated and was stuck inside of the shield. Date of event : unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned (1) loose 0.3ml bd insulin syringe with an opened polybag from lot# 0335562. Consumer reported that the needle hub separated and was stuck inside of the shield. The returned sample was examined, and it was observed that the syringe barrel tip was broken and lodged inside the cannula hub / shield assembly. A review of the device history record was completed for batch # 0335562 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200925794] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure (barrel tip broken). H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 1/2in uf hub separated from the device. The following information was provided by the initial reporter : the consumer reported that the needle hub separated and was stuck inside of the shield. Date of event : unknown. Samples: available.